Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event where some white parts were found in the cannula on (B)(6) 2024. Blood glucose level was high at the time of the event. Therefore, patient took manual injection for the treatment. No further information was available.